Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Customer¿s blood glucose reached 160 mg/dl. Customer reported the wake button was functioning as intended.